Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. During the procedure the vial was shaken to dissolve the powder of the polyethylene glycol, a black foreign substance was found to have mixed within the liquid. The procedure was completed using a second kit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information received (B)(6) 2022 update on block b5:describe event or problem block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a180104 captures the reportable event of foreign substance in the device. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. During the procedure the vial was shaken to dissolve the powder of the polyethylene glycol, a black foreign substance was found to have mixed within the liquid. The procedure was completed using a second kit. There were no patient complications reported as a result of this event. As of (B)(6) 2022, additional information received stating that the procedure was done under local anesthesia.

Manufacturer narrative:
Block h6: medical device problem code a180104 captures the reportable event of foreign substance in the device. Block h10: investigation summary: the spaceoar device was returned with an empty diluent syringe that was connected to a vented vial adaptor (vva) and powder vial. Visual inspection of the powder vial identified that it was full of solution, and there were a small piece of material that appeared to be solid in the solution. The solid pieces appeared to be gray in color. The vva was carefully disconnected from the vial, and the vial cap and stopper were carefully detached from the vial. The detached rubber vial stopper was analyzed, and it was observed that the top side of the stopper had spiraling marks around the puncture hole, and the under side of the stopper had a significant amount of peeling rubber material around the puncture hole. Microscope analysis verified that the solid particle in the vial solution had the same as the peeled rubber at the under side of the rubber stopper. Device history records review: a device history record (DHR) review confirms the device met all manufacturing specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: product analysis was performed the reported complaint was confirmed. Labeling review: a labeling review was performed, and based on the information provided there was no indication that the device was not used in accordance with the dfu. Investigation conclusion: review and analysis of all available information indicated that the cause code for this event is unintended use error caused or contributed to event, which indicates that the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. During the procedure the vial was shaken to dissolve the powder of the polyethylene glycol, a black foreign substance was found to have mixed within the liquid. The procedure was completed using a second kit. There were no patient complications reported as a result of this event. As of (B)(6), 2022, additional information received stating that the procedure was done under local anesthesia.